Event description:
The patient reported they were programmed with adaptive stimulation with different bodily positions but it ¿did not work at all¿. The patient wanted to go back to their old manual settings but wasn¿t able to get back to the manual settings. The patient wanted to meet with a manufacturer representative because, they were unable to follow the instructions over the phone. Their manual settings were programs a and b for each leg. Information was omitted pertaining to event (B)(6) ¿ recharging issues. No intervention or outcome was provided however additional information was requested. If additional information is received this event will be updated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).